Event description:
Physical therapist stated a pt received a 2nd or 3rd degree burn following a treatment using electrodes in conjunction with an excel isotron iii interferential unit. Burn became infected and was treated with antibiotics.